Event description:
The customer reported that the knife would not retract, keeping the jaws from opening. The device was on tissue at the time this occurred, but no additional information was available as to how the device was removed. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.